Event description:
The user reports multiple events of the plunger sticking when the therapists are expelling air from the sample before injecting into their radiometer 505. No blood exposure reported.